Manufacturer narrative:
A product investigation was completed: the device was returned with a broken distal tip. Approximately 0.53 mm of the distal tip is missing; the broken off fragment was not returned and the location of the fragment is unknown. This complaint is confirmed. During visual inspection, the remaining stardrive distal tip was observed to be twisted in the direction of resistance from insertion. A visual inspection under 5x magnification, device history record review, and drawing review were performed as part of this investigation. The 314.467 stardrive screwdriver shaft t8 105mm is an instrument used in several systems intended for t8 screws insertion/removal. Although a definitive root cause could not be determined, force and torque is applied to the tip of the driver to tighten screws. It is likely that this complaint condition was due to excessive force/torque applied to the tip of the driver and/or consistent use and cumulative wear over the part's lifetime causing material fatigue and breakage. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The diameter of the circular shaft adjacent to the stardrive distal tip was measured and was within specifications. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: kwq. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record (DHR) review was performed for part # 314.467, lot # h089649: release to warehouse date: aug 02, 2016, expiration date: na, supplier: (B)(4): no ncrs were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t8 modular drive was not seated in screw and appeared to be broken. There was another driver in the set for use. There was no delay or patient harm reported. Concomitant devices reported: screw (part # unknown, lot# unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).